Event description:
It was reported that while in the cardiac cath lab the intra-aortic balloon (iab) was prepped per instruction and the super arrow-flex (saf) sheath was inserted into the pt's right femoral artery. The md found that the iab could not be passed through the saf sheath. As a result, the md removed the iab and the sheath as one unit. Another iab was requested and at this time, the md used the teflon sheath over the existing spring wire guide (swg). This iab was inserted successfully. There was no reported pt death or injury. Medical/surgical intervention was not required. The delay/interruption in therapy is listed as "na". There were no reported pt complications. The pt outcome is listed as "unk".

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.